Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The patient reports her pump screen is difficult to read as it is really scratched and states that the lens protector fell off a long time ago so it is the actual screen that is scratch so badly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/02/2014 with the following findings: evaluation revealed that there were multiple scratches on the display lens. The display was clearly legible despite the scratches on display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.